Event description:
It was reported that an unexpected battery depletion was observed. The device remains implanted and will be monitored.

Manufacturer narrative:
No medwatch form was received.

Event description:
.

Manufacturer narrative:
The field event of premature battery depletion was confirmed. The longevity calculation indicates that the battery voltage is lower that expected given the programmed parameters that were available. The power consumption of the device was measured and found to be normal. The device battery was sent to the manufacturer for analysis. Battery depletion was normal. The automated electrical test system detected no anomaly and the device met all specifications.